Event description:
The complainant reported that a patient in st elevation myocardial infarction (stemi)/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced a witnessed ventricular fibrillation arrest while bike riding, receiving immediate bystander cardiopulmonary resuscitation (CPR). He presented to the hospital with an anterior stemi, undergoing a total of 45 minutes of CPR and 17 defibrillations before return of spontaneous circulation was achieved in the cardiac catheterization lab (ccl). An impella cp was immediately placed via the right femoral artery, and single-access percutaneous coronary intervention (pci) of the proximal left anterior descending coronary artery was performed. It was noted in the ccl that the pump very ¿positional¿ and had intermittent suction. The pump had been placed shallow to achieve optimum flows and had occasional "in aorta" alarms, but motor current remained pulsatile. The patient was stable post pci and was transferred to another hospital. Upon arrival at the hospital¿s intensive care unit, the patient had pulsatile bleeding from the impella access site. The physician noted that the impella had not been sutured at the previous hospital after insertion. Forward tension sutures were placed, and the site was redressed with angle matching and surgical was deployed to achieve hemostasis. The patient was successfully weaned off of impella cp, had begun weaning pressors, and was extubated. The patient was noted to show significant improvement and the patient¿s blood pressure stabilized once sedation was discontinued, and the patient is now only on low-dose levophed and vasopressin. The patient is completely intact neurologically, has good intrinsic cardiac function, and is currently visiting with family. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.